Event description:
The customer reported that the 840 ventilator was inoperable. There was no patient involvement. Covidien troubleshot this issue with the customer over the phone. The customer was advised to run the ventilator for 48 hours. The customer reported to have passed extended self test (est). Covidien was not authorized to evaluate the device.

Manufacturer narrative:
(B)(4).